Manufacturer narrative:
Corrected data. UDI for suspect device inadvertently omitted on initial MDR (B)(4).

Event description:
It was indicated that the physician does not plan to meet with the patient anytime soon. The neurologist referred the patient to another group of neurologists. The physician indicated the patient has not had any more seizures since the one episode. Because the physician only saw the patient once he doe snot have a baseline history versus the current level of seizures. The physician said that the patient's drug levels needed to be stabilized which may have been a reason for the breakthrough seizures but this cannot be confirmed.

Event description:
It was reported that a patient was hospitalized for an increase in seizures. Attempts for further information have been made but have been unsuccessful to date.